Event description:
It was reported that the right atrial (ra) lead connected to a pacemaker exhibited occasional undersensing. Atrial intrinsic amplitude was noted to be out of range. Technical services (ts) recommended considering a review of the current programmed sensitivity at the next in-office evaluation. No adverse patient effects were reported. This device system remains in service.